Manufacturer narrative:
(B)(4) date sent: 1/15/2025 d4 batch #: u93w8x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received attached to a harh device and with the nose cone cracked. In addition, the mount is loose. The handpiece was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The ingress of moisture probably affected handpiece functionality.

Event description:
It was reported that before starting the sadi-s surgery harh45 thread pass with transductor cable. The message : reninicialize generator, once and again. No way to disassemble harmonic from the cable. There were no patient consequences.